Event description:
It was reported that the patient was enrolled in (B)(6) study. The patient had right knee revised due to deep joint infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 5512-f-402, lot # hvsf, description: tri ts femur sz4 right. Cat # 5521-b-500, lot # hsso, description: tri ts baseplate size 5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was enrolled in (B)(4) study. The patient had right knee revised due to deep joint infection.